Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The customer provided additional information regarding the procedure. The event was confirmed to have taken place during a robotic-assisted radical prostatectomy. The customer shut down the system and brought in a new console to resolve the reported issue of recoverable 607 errors. It was confirmed that there was no patient injury just prolonged procedure and anesthesia time. The procedure was confirmed to have been completed robotically. The personality module surgeon console (pmsc) has been received for failure analysis evaluation, but the testing has not yet been completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The personality module surgeon console (pmsc) was analyzed and found to have error 607. The unit was installed on an in-house system and it failed error 607 at start up. Error 607 stated "audio mgr received an invalid audio cfg param" was displayed at startup. The complaint regarding error 607 was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer called the technical service engineer (tse) and stated that the system kept getting a recoverable 607 error. The customer power cycled the system and the error returned on startup. The customer recovered the fault and it cleared briefly. The surgeon reported a clicking sound coming from the speakers on console #1. Live logs showed the 607 error was stemming from the personality module surgeon console (pmsc) of console #1. The tse advised the customer to power the system off and continue with console #1. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable errors 607 stemming from the personality module surgeon console (pmsc), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the s-video cable plugged into the surgeon side console (ssc) and the fse removed the cable. Fse found that the system logs showed repeated 607 errors during the previous day. The fse then replaced the personality module surgeon console to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the personality module surgeon console (pmsc), be returned for evaluation; however, the unit has not yet been received as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.